Manufacturer narrative:
This supplemental report is being submitted to provide correct data that was previously reported incorrectly. Corrected fields: g2.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited dark led of the front panel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.